Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of particulates found within the cassette area, and metallic particulates were found near both the upper and lower catch posts. An accelerated stress test (ast) was performed on the cycler and failed. The test failed due to motor b stalling. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 11/02/2018. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support (ts) that multiple drain complication alarms were encountered during drain 1 of 4 during the patient¿s peritoneal dialysis (pd) treatment. The ts representative advised the contact to re-setup with new supplies. Upon follow up, it was reported that the blue pin on the patient¿s stay safe connector was inadvertently pushed in. It was also reported that fluid was observed leaking out of the cassette door when the cassette was removed from the cycler. The ts representative was not made aware of this during the call. The contact reported that they wiped down/dried out the interior of the cycler, re-setup with new supplies, and the patient was able to successfully complete treatment. Later, the patient¿s contact called back ts to report the fluid leak that had occurred. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up with the contact, it was confirmed that the patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the reported event. The contact stated there was no visible damage on the cassette used. The patient received the replacement cycler and has continued pd therapy on the device with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was also available for evaluation and was reportedly returned.